Event description:
Customer alleged while tilting, the bolt hold snapped causing the chair to come down. No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model 3gstrx-ts, serial number/date code (B)(4) is approximately 7 years an 3 months old. The owner's manual part number 1143151 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged malfunction; while the customer was tilting back in the chair the bolt snapped causing the chair to come down. The dealer alleged the actuator has round bolt hole in the chair front that broke. No injury alleged. Product being returned for evaluation and investigation.